Manufacturer narrative:
(B)(4) - a supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported an alarm for air detected in the cassette and upon canceling treatment the patient discovered that solution was leaking. Additional information received from the patient¿s pd nurse reported that the patient had not experienced an adverse event and did not required medical intervention for this event. The patient has continued pd therapy without further issues. Additional product information including the complaint sample has been requested but has not yet been made available.

Manufacturer narrative:
Complaint sample was not available, and the lot number of product involved in this incident was unknown. However, sales and shipping search to the client within the time frame of three months before the date of occurrence was performed. According to our records no product is available from these lots on distribution centers to be analyzed. The entire lots have been sold and distributed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed.